Event description:
Consumer is reporter. She states that in dec of last year her eyes became irritated while using renu moistureloc solution and she missed 2 days of work because of it. In march of this yr, she resumed moistureloc solution and again the discharge with matting occurred. She says that she was seen by an ophthalmologist who treated her eye infection with a course of antibiotics called zymar, instilling to eyes 3x daily. She was not seen to f/u after this treatment. She states that she occasionally has crusting, but not the matting to the same extent that she'd had previously. She says that her eyes are better, but she has felt pain in her eye on occasion over the past 2 weeks. Initially it was her left eye that was the most infected but the "shooting" pains that she's experienced over the past couple weeks have been in the opposite eye. She is currently wearing contacts and has substituted the renu moistureloc with renu saline solution. She would like to know if this report constitutes getting a lawyer and is FDA responsible for making sure that consumers get compensated since the tv reported the warning in regards to using renu.